Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) remotely accessed the server and reviewed the database transaction details. Using the order identifier and station name, the tss located the dispense transaction dated 03-04-2026 at 06-26 and verified the tasklocaldatetime. The task time was set to 07-01 which was not an explicit dispense time for that order at the time of dispense. Review of the pharmacy order showed explicit times of 01-01, 07-01, 13-01, and 19-01 at order creation on 03-04-2026 at 02-08 which were later changed on 03-05-2026 at 04-47 to 04-00, 10-00, 16-00, and 22-00. Based on this review, no too close warning was expected as the 06-26 dispense was within the allowable window for the next scheduled time of 07-01. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, too early too close message was not prompting for one order. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.